Event description:
Prior to use on patient, staff inspected ICU medical IV- intravenous tubing due to ongoing concerns with contaminations. Staff discovered 2 sets of primary IV- intravenous tubing to have a black speck in drip chamber.